Event description:
Affiliate reports that the drain was removed from the pt. On returning for a routine chest x-ray, drain fragment showed up on the x-ray. Pt returned to theatre to have drain removed.